Event description:
It was reported that the atrial lead had pulled back over time and had high thresholds and poor sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334trg, implantable cardioverter defibrillator (ICD), (B)(6) 2013; 429678, implantable pacing lead, (B)(6) 2013. (B)(4).